Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when removing this lead from the header, the coating broke and the coil stretched. Moreover, an adhesive reinforcement was made to connect to the new device. The lead remains in service. No adverse patient effects were reported.